Event description:
At about 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05-jul-2022. Lot 2012778: 100 items manufactured and released on 26-feb-2021. Expiration date: 2026-02-09. No anomalies found related to the problem. To date, 95 items of the same lot have been sold with another similar reported case during the period of review.